Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex fully covered biliary rmv stent was implanted to treat a leakage in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. On (B)(6) 2021, during a scheduled stent removal procedure, the stent retrieval loop broke while attempting to remove the stent from the patient. It was also noted that the stent was deformed. Reportedly, force was used and the stent was successfully removed from the patient. There were no patient complications reported as a result of this event. Note: it was reported that the stent was used to treat leakage in the bile duct. Based on the instructions for use, the wallflex biliary fully covered stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, and for treatment of benign biliary strictures.